Event description:
A us distributor reported that a battery charger had faults. During investigation of the charger sn (B)(6) for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The cause for the failure was isolated to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event resulting from the defective charger. Device evaluation of battery charger sn (B)(6) is underway. Upon investigation the battery charger was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. A supplemental report will be sent upon completion of the charger evaluation at the supplier. There was no adverse event resulting from the defective charger.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) is underway. Upon investigation the battery charger was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. A supplemental report will be sent upon completion of the charger evaluation at the supplier. There was no adverse event resulting from the defective charger.

Event description:
During investigation of the charger sn (B)(4) for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery pack.